Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. No scrolling number display anomaly or moisture damage on electronics noted. Unit received with minor scratched display window, cracked belt clip slot, reservoir tube lip and reservoir tube.(B)(4)

Event description:
Customer reported that his blood glucose was 101 mg/dl. Customer stated that his insulin pump was alarming button error and he was unable to clear it. Customer stated that the unit was exposed to some water. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.